Manufacturer narrative:
The pt continues on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that a complete separation of the outer jacket from the metal connector of the driveline was suspected. The vad coordinator attempted a clamshell repair but the clamshell did not cover the damaged area. Upon further review of the driveline it was determined that there was no complete separation at metal connector but a complete outer jacket separation was observed at the collar on the velour. No alarms or changes in vad parameters were reported. The percutaneous lead was replaced successfully.

Manufacturer narrative:
The report of damage to the percutaneous lead (lead) cover was confirmed. The manufacturer's technical service personnel inspected the lead and completed a distal-end lead replacement on (B)(6) 2014 and the approximately 21" section of the lead that was replaced was returned for evaluation. The entire length of the lead had been wrapped with tape and additionally reinforced with tongue depressors and tubing. Electrical continuity testing of the lead did not reveal any discontinuities or electrical shorts. Removal of the tongue depressors, tubing and tape found that the connector bend relief had fractured approximately 0.75" from the connector and had not separated from the connector. The location of the fracture would not have been repairable with a clamshell. Visual inspection of the wires found each wire's insulation to be intact. The lead was submerged in a saline bath for hipot testing to check for current leakage though each wire's insulation and the test did not reveal any insulation breaches that would have resulted in an electrical short. The observed damage to the silicone cover did not result in a functional issue. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received which indicated that during the manufacturer's technical services onsite visit, there was no complete separation at the metal connector. A complete outer jacket separation was at the collar on the velour. A distal-end percutaneous lead replacement was completed on (B)(6) 2014.